Event description:
It was reported the patient developed a seroma following a bone scan. It was stated the patient recently underwent a bone scan in which a radiopaque marker was used and following the scan, the patient developed discomfort around the implanted battery. The physician mentioned they could observe a bulge at the implant that was tender to the touch but no observable skin redness at the time. It was unknown if the patient had an infection as fluid had not been aspirated or cultured. It was stated the therapy efficacy had not dramatically changed following the scan.

Manufacturer narrative:
(B)(4).